Manufacturer narrative:
This report is being submitted as part of a system level review, which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant's investigation. Clinical info reviewed: med records info review indicates that on (B)(6) 2014, the patient experienced a cardiac arrest during hemodialysis. This event will be reported as a serious injury, although it is undetermined if there is a reasonable suspected causal relationship between the product and the event of cardiac arrest. There is no history of specific malfunction or products being out of specification. The device investigation has not been completed. There were no products returned for investigation. The event reported on this patient involves six separate products.

Event description:
It was reported by the dialysis clinic that the patient was having difficulty breathing. The patient received oxygen via nasal cannula, and then became pulseless, cardiopulmonary resuscitation was initiated and the automated external defibrillator was applied. One cycle of CPR was performed and the patient regained consciousness. The patient was then transported to the emergency room for further eval.